Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the rep, a perforator malfunctioned. There were no reports of delay or patient harm. Additional information requested. Customer reported "failed to stop/plunged. Happened interoperatively".

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Manufacture date and expiration date have been provided. This report has been updated to reflect the additional information. At present, we consider this complaint to be closed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the DHR review was conducted and no anomalies were found. The complaint sample was evaluated and the reported complaint could not be replicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.